Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the very tortuous left circumflex artery (lcx). The physician was attempting to place stents in a vessel bifurcation of the left anterior descending (lad) artery and the lcx. The physician placed an unknown stent in the lad. Then while attempting to deploy an unknown sized promus element plus stent, the physician observed accordion style stent damage on the proximal edge. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).